Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they experienced a fluid leak with the connector on multiple occasions since they have started pd therapy in (B)(6) 2020. The patient reported that the fluid leaks come from where the baxter bag and connector meet. The patient stated that the connector spins and there is a gap in between the connector itself and the baxter bag. The patient stated that sometimes the connector disconnects. The patient stated that the number of occurrences, the dates, and the lot numbers are unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they completed their treatment on every occasion. The patient confirmed that they are continuing with peritoneal dialysis on their cycler without using the adapter without issue and without reoccurrence of the reported event. The patient confirmed that the connectors are not available to be returned to the manufacturer for physical evaluation.